Manufacturer narrative:
(B)(4).

Event description:
This case involved a left sided ICD rv lead (bsc #(B)(4) impl 39 months) extraction for bacteremia. The lead was prepped with an lld ez and a tightrail mini was used in clavicle area to dissect the lead. This device was changed out for a 16f glidelight and visisheath. The laser sheath was advanced past the svc coil and the patient's blood pressure dropped and tear was noted per tee. The CT performed a sternotomy and a tear at the svc/ra junction was observed. During the intervention the patient's status declined further and the patient expired.